Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the product. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a sensor scan result of 176 mg/dl compared to a reading of "lo" (readings less than 20 mg/dl) on the built-in meter obtained within a minute. Customer experienced unspecified symptoms and was seen at the hospital where he was diagnosed with hypoglycemia. Customer was hospitalized and received glucose (type unknown) for treatment. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformities that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received a sensor scan result of 176 mg/dl compared to a reading of "lo" (readings less than 20 mg/dl) on the built-in meter obtained within a minute. Customer experienced unspecified symptoms and was seen at the hospital where he was diagnosed with hypoglycemia. Customer was hospitalized and received glucose (type unknown) for treatment. The results when plotted on a parkes error grid fell into the "e" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.